Event description:
A malfunction was reported by the customer, identified by the malfunction code "malf 12." It was unknown or declined whether the issue caused any impact on the customer's blood glucose level. Technical support assisted the customer with pump reset information and helped reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction code appeared again, which the customer understood and acknowledged.